Event description:
The patient experienced non-severe increased spasms. The patient did not require hospitalization. The cause of the event was noted as being due to multiple missed pump refill appointments; and not a pump problem. The patient's lioresal dose had been decreased by 40%. The patient was being seen monthly to slowly increase his dose rate back to their starting point. The lioresal dose rate was indicated as being 92.1 mcg/day. The patient was doing well, and their pump was functional. The patient was without injury, and had recovered without sequelae.

Event description:
Additional reviewed indicated that the nurse saw some air bubble when she aspirated. The concentration was 2000 mcg/cc at 160.1 mcg per day. The last refill date was (B)(6) 2011. The low reservoir volume was at 2cc.

Event description:
The patient experienced a return of symptoms of increased baseline spasticity. A pump alarm was heard and also confirmed by telemetry. Telemetry confirmed a low reservoir alarm was occurring. The pump had not been filled recently. The patient missed a pump refill on (B)(6) 2012. The pump was refilled (B)(6) 2012; there was no drug concentration change. Drug delivered via the device was liroesal 2000mcg/ml at a daily dose of 160.1mcg/day. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, lot# j10828r17, implanted: (B)(6) 2002, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).